Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer hypoglycemia and customer noticed a significant discrepancy between the sensor glucose and blood glucose values, received a calibration was not accepted alert. The customer reported a blood glucose value of 67 mg/dl and a sensor glucose value of 400 mg/dl. The type of treatment given for hypoglycemia was unknown. The event involved products mmt-7040a, mmt-1884, mmt-397a, and mmt-332a. Troubleshooting was performed for difference between glucose values and the difference between the glucose values was outside the acceptable range. Insulin delivery was not suspended. The customer was not taking any medications. But cusotmer was under the medication. Troubleshooting was not performed for low blood glucose event and sensor alerts, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-7040a, mmt-1884, mmt-397a, and mmt-332a.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Sensor performance observation due to increased inaccuracy on first day of wear. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. Sensor carelink additional investigation was performed for the sensor error-cal error/calibration not accepted issue. Calibration not accepted because bg is outside of acceptable operating range. Sensor performed within specifications. The event is considered confirmed and it is unlikely that the sensor contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.